Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep adjusted the workstation 5v supply to 5.10v and reseated the dc cable. The system operates as intended.

Event description:
It was reported that the 6600 system intermittently will not boot up. No patient injury was reported.